Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was black and could power up. A field service engineer (fse) disconnected all drawers; the station powered them on and reconnected the drawers and identified the full-height cubie drawer in spot 6 was the cause. When the drawer controller was disconnected but the module controller remained connected, the station powered on. Then the fse replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a black screen. The customer reported that the station was not powered up. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.